Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3889-28, lot# j0444044v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that a patient was going to the bathroom constantly starting at the end of (B)(6). It was keeping her up at night. The patient had started working out and drinking more water and thought that was causing her symptoms, but she backed off of drinking water and still had symptoms. The patient was instructed to hold the patient programmer away from the implantable neurostimulator (ins) and press any button, and the light next to the nine volt battery was on but no other lights showed. The patient had replaced the nine volt battery in the programmer. The ins battery was off and she was unable to get the ins on light to turn on using the button. The issue was not resolved. The patient last saw her managing doctor six years ago. No interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.